Event description:
It was reported by service report that the scale was inaccurate and there was a loss of motor controls. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: loose load cell connectors. Fowler set screw out of adjustment. Conclusions: fowler set screw re-adjusted.